Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, pt#1- inratio: 1.0, lab: 2.87; pt# 2 - inratio: 2.7, lab: 2.22.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint filed: date: 2006 - pt#1- inratio: 1.0, lab: 2.87, mean: 1.935, confidence limits: 1.3-2.7; pt#2- inratio: 2.7, lab: 2.22, mean: 2.46, confidence limits: 1.6-3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For pt#1, the lab value was outside the confidence limits for inr testing. Products will be tested. For pt#2, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Results of testing performed on 05/25/2006: see scanned table. Based on the above test results, per pr, returned strips lot 050606 meets the criteria for strip accuracy.